Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Abbott field service adjusted the barcode reader to resolve the issue. A failure investigation was opened to investigate the issue of bar code labels being misread as 1-2 digit sids and character substitutions. The frequency of similar complaints was fount to be the predicted frequency as stated in the inpeco (OEM) workcell risk analysis, and no adverse trend exists. Labeling was reviewed and found to adequately address the complaint issue. A technical service bulletin was issued to ensure the parameters for the barcode readers on the input output centrifuge and i2000sr instrument module are uniform and that they are optimized for the sample barcodes used by the customer.

Event description:
The customer stated an accelerator aps analyzer misread one barcode sample. The accelerator properly read sample ID (B)(6), but when a duplicate tube with the same ID was placed on the track the accelerator misread the ID as (B)(6). The accelerator did not process this tube, and generated a "no lis data" error. The (B)(6) portion of the ID represents the julian date, and therefore no orders existed for ID (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.